Manufacturer narrative:
Product 340-4128, lot cf 1018802 is currently under recall #z-1444-2011.

Event description:
Info received alleges microbubbles are forming in the soft tubing segment causing nuisance air in line alarm which cannot be remedied.